Event description:
This lead was implanted on (B)(6) 2006 and capped on (B)(6) 2012 due to high impedances greater than 2500 ohms. The physician was dr. (B)(6) at (B)(6) center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).